Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a holmium laser lithotomy for right renal stones under flexible ureteroscopy procedure in the kidney, performed on (B)(6) 2021. During unpacking, it was noticed that the stent was fractured in the middle of the device and could not be used. Another polaris loop ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of stent shaft break. Block h10: the returned polaris loop ureteral was analyzed, and a visual evaluation noted that the shaft was torn. The suture did not returned. No other issues with the device were noted. The reported event was confirmed. According to product analysis, it is possible that operational factors, interaction of the device with the suture string such as entanglement, manipulation or excess of force applied during it use, could have caused the detached observed. Consequently, affect the performance of the device. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
Medical device problem code a0401 captures the reportable event of stent shaft break. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a holmium laser lithotomy for right renal stones under flexible ureteroscope procedure in the kidney, performed on (B)(6) 2021. During unpacking, it was noticed that the stent was fractured in the middle of the device and could not be used. Another polaris loop ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a holmium laser lithotomy for right renal stones under flexible ureteroscope procedure in the kidney, performed on (B)(6) 2021. During unpacking, it was noticed that the stent was fractured in the middle of the device and could not be used. Another polaris loop ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of stent shaft break. Block h10: the returned polaris loop ureteral was analyzed, and a visual evaluation noted that the shaft was torn. The suture did not returned. No other issues with the device were noted. The reported event was confirmed. According to product analysis, it is possible that operational factors, interaction of the device with the suture string such as entanglement, manipulation or excess of force applied during it use, could have caused the detached observed. Consequently, affect the performance of the device. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.